Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Log. Report 1 of 2. Consumer reported upon removal of a tampon the pledget unraveled and once she had it fully removed from her vaginal cavity she saw pieces of pledget coming off of it. She did not think any pieces came off inside her. She feels she got everything out. She did not seek medical attention and she did not experience any adverse health effects.